Event description:
It was reported that the headend right siderail did not lock in the up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - unk metal debris was found in the carrier arm assembly. Conclusion - debris removed from siderail and bed returned to service.